Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for hemolysis with an elevated lactate dehydrogenase (ldh) level. The patient reportedly had been receiving monthly transfusions up to this point secondary to low hemoglobin and hematocrit levels. The pump was exchanged. Immediately post-operative the patient was on multiple vasoactive medications and awaiting extubation the following day. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: thrombus was confirmed during the evaluation of the returned pump. The device was returned assembled with the driveline cut approximately 5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were not returned. Examination of the rotor inlet upon disassembly revealed a thrombus formation surrounding the bearing ball of the rotor. Although its lack of laminated layering indicates that it likely formed elsewhere, its areas of denaturation surrounding the bearing ball indicate that it was likely present for an undetermined period of time while the pump was supporting the patient. Although a specific cause for the formation of the observed deposition and a duration for which it was present in the pump could not be determined, it would have contributed to the patient¿s reported hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombus diagnosed by hemolysis.